Event description:
It was reported that the device had a power on reset and a memory error resulting in lost data. The device was updated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, we did receive performance data collected from the device and have analyzed the data. Analysis revealed that there were two pors (power on reset) for critical ram parity error on (B)(4) 2008 07:27:56 and (B)(4) 2011 07:57:39. There was one patient alert for device circuit error on (B)(4) 2011 07:47:48. And the parity error count equaled 5 between (B)(4) 2008 and (B)(4) 2011.